Manufacturer narrative:
Roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. (B)(4). Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Corrected device code from non-reproducible results to false positive result. (B)(4).

Manufacturer narrative:
The investigation is on-going. Supplement reports will be filed upon completion of the investigation. Facility name: (B)(6) truncated due to character limitations. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agencys instruction, we hereby submit this MDR. A customer from the netherlands alleged the generation of false positive sars-cov-2 results with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. It was noted that samples were repeat tested on different platform (s), including the genexpert system, and generated negative results. No harm was indicated. Although requested, it was noted that the customer will not provide data and will not participate in the investigation. 61 mdrs will be filed, one for each of the alleged patient samples.

Manufacturer narrative:
The investigation is on-going. Supplement reports will be filed upon completion of the investigation. Facility name ((B)(6)) truncated due to character limitations. Correction per FDA guidance received on 22-june-2021 ((B)(4)). Although the customer alleged 61 samples generated discrepant results, no unique patient information, specific test runs, or data were provided although requested. As such, only 1 MDR will be filed instead of 61 mdrs. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the (B)(6) alleged the generation of false positive sars-cov-2 results with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. It was noted that samples were repeat tested on different platform (s), including the genexpert system, and generated negative results. No harm was indicated. Although requested, it was noted that the customer will not provide data and will not participate in the investigation. One MDR will be filed per FDA guidance.